Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and no low battery alert noted. The insulin pump was received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 263 mg/dl. Troubleshooting was initiated for the blank display but could not be completed as the caller was unable to remove the battery cap from the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.